Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.5/+1.5/091 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020 as a replacement lens for MFR report# 2023826-2020-02943. Reportedly, the replacement lens did not resolve the problem though the status of the eye is reported as "good."

Manufacturer narrative:
On 10-dec-2020 the reporter stated that the problem was resolved with the replacement lens. Please disregard the current claim as it was reported in error. Claim# (B)(4).